Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances.  9 - 40,000 (do not use), 13- 37,390 (avoid)and 15 - 28,240 (avoid). Patient contacted rep reporting that she was unable to turn up stimulation, she would get the "desired intensities cannot be delivered" error message. They met today at the hospital, and her impedance report was as listed above. Rep removed the affected electrodes from programming and the issue had resolved with her controller and she was able to increase stimulation again. Pt also reported having difficulty charging while this was going on. Patient reports that she falls very often, maybe once or twice a month. She says she's confident that she fell and "messed it all up back there" at some point over the last few months. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the electrode contacts 8-15 are now all listed as having >30k impedance values. The patient is currently in the process of being referred back to the original implant for a potential lead revision.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was damaged. The lead was fractured/damaged/broken. There was a loss of stimulation noted. The wire supplying electrodes 8-15 of the paddle lead was fractured and fully separated from the rest of the lead during explant. The damage was discovered during surgery. There were previously detected high impedances (>35000 ohms) for electrodes 8-15 which is what led to a referral for this replacement. Reprogramming was attempted while avoiding the affected electrodes was attempted prior to scheduling the replacement. The originally implanted paddle lead was explanted and found to be damaged (one wire completely separated from the rest of the lead). A replacement paddle lead was implanted, impedances were found to all be within normal limits and less than 1000 ohms. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: lead, product ID: 97791, product type: accessory, product ID: 97791, product type: accessory, product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (s/n: (B)(6)) revealed that conductors 8-15 were broken 11.3 cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.